Manufacturer narrative:
The revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation and dislocation. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
It was reported that this patient's right shoulder dislocated, poly disassociated. Surgeon replaced glenoshere, tray and constrained liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): glenosphere; tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation and dislocation. However, this cannot be confirmed as the devices were not returned for evaluation. The product associated with the reported event is within the scope of recall z-1424-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."